Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("excruciating pelvic pain") and genital haemorrhage ("heavy abnormal bleeding"). Approximately 15 months after insertion essure was removed. Pelvic pain and genital haemorrhage are assessed as serious due to their medical significance and they are anticipated according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes as well as abdominal, pelvic and uncharacterized pain may occur. Considering the compatible temporal relationship and the events' nature, causality of pelvic pain and genital haemorrhage with essure cannot be excluded (related). This case was regarded as incident since device removal was required (intervention required). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain / pain (chonic pelvic pain)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. C26967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 5. Concurrent conditions included sciatica, dysgeusia, pelvic fluid collection, headache, radicular pain, arthralgia, dizziness and nausea. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as tramadol hydrochloride (tramadole) and vicodin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse),"), mood altered ("hormonal changes : moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), back pain ("back pain"), arthralgia ("hip pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, arthralgia, dyspareunia, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, mood altered, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: urine pregnancy test negative. On (B)(6) 2016, ultrasound of the female pelvis showed, normal echogenic structure that probably cervix measuring 6 x 6 x 7 mm with no shadowing, difficult to assess stability without prior films for comparison. Free fluid in the pelvis as described above. Remainder of the pelvic ultrasound within normal limits. On (B)(6) 2016, body mass index 30+. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. On 24-aug-2018: pfs received. Updated. Updated onset date. No new significant information. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), back pain ("back pain"), arthralgia ("hip pain") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, arthralgia and dyspareunia outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain lower, back pain, arthralgia and dyspareunia to be related to essure. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("excruciating pelvic pain") and genital haemorrhage ("heavy abnormal bleeding"). Approximately 15 months after insertion essure was removed. Pelvic pain and genital haemorrhage are assessed as serious due to their medical significance and they are anticipated according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes as well as abdominal, pelvic and uncharacterized pain may occur. Considering the compatible temporal relationship and the events' nature, causality of pelvic pain and genital haemorrhage with essure cannot be excluded (related). This case was regarded as incident since device removal was required (intervention required). A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain / pain (chonic pelvic pain)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sciatica. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as tramadol hydrochloride (tramadole) and vicodin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes : moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2015, the patient experienced dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), back pain ("back pain"), arthralgia ("hip pain"), alopecia ("hair loss") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, arthralgia, dyspareunia, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, mood altered, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - reporter added, product information updated, concomitant condition added, concomitant drug added, events added as follows - mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder,dysmenorrhoea, alopecia, vulvovaginal pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain / pain (chonic pelvic pain)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. C26967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 5. Concurrent conditions included sciatica, dysgeusia, pelvic fluid collection, headache, radicular pain, arthralgia, dizziness and nausea. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as tramadol hydrochloride (tramadole) and vicodin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes : moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2015, the patient experienced dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), back pain ("back pain"), arthralgia ("hip pain"), alopecia ("hair loss") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, arthralgia, dyspareunia, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, mood altered, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: urine pregnancy test negative on (B)(6) 2016, ultrasound of the female pelvis showed, normal echogenic structure that probably cervix measuring 6 x 6 x 7 mm with no shadowing, difficult to assess stability without prior films for comparison. Free fluid in the pelvis as described above. Remainder of the pelvic ultrasound within normal limits. On (B)(6) 2016, body mass index 30+. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. New reporters added and case marked medically confirmed. Essure lot number added. Concomitant and historical condition and historical drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pelvic pain / pain (chonic pelvic pain)') in an adult female patient who had essure (batch no. C26967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 and obesity. Concurrent conditions included sciatica, dysgeusia, pelvic fluid collection, headache, radicular pain, arthralgia, dizziness and nausea. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as hydrocodone bitartrate;paracetamol (vicodin) and tramadol hydrochloride (tramadole). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse),"), mood altered ("hormonal changes : moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), back pain ("back pain"), arthralgia ("hip pain"), vulvovaginal pain ("vaginal area pain"), tooth fracture ("tooth break"), gingival bleeding ("gums bleed") and oral pain ("mouth aches"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, arthralgia, dyspareunia, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia, vulvovaginal pain, tooth fracture, gingival bleeding and oral pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, gingival bleeding, menorrhagia, mood altered, oral pain, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: gross description: the right tan-red smooth fimbriated fallopian tube is 8.2 cm length by 0.6 cm diameter. Gray metallic coiling is identified within the lumen at the proximal end. No discrete paratubal cysts identified. The left tan-red smooth fimbriated fallopian tube is 9.0 cm length by 0.7 cm diameter. Gray metallic coiling is identified within the lumen of the proximal end. A 2.5 x 2.5 x 2.2 cm tan-red translucent paratubal cyst filled with clear watery fluid is identified.. Ultrasound pelvis - on (B)(6) 2016: ultrasound of the female pelvis showed, normal echogenic structure that probably cervix measuring 6 x 6 x 7 mm with no shadowing, difficult to assess stability without prior films for comparison. Free fluid in the pelvis as described above. Remainder of the pelvic ultrasound within normal limits. The following information was received from social media tooth break, gums bleed, mouth aches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- tooth break, gums bleed, mouth aches. Reporter information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pelvic pain / pain (chonic pelvic pain)') in an adult female patient who had essure (batch no. C26967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 and obesity. Concurrent conditions included sciatica, dysgeusia, pelvic fluid collection, headache, radicular pain, arthralgia, dizziness and nausea. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as hydrocodone bitartrate;paracetamol (vicodin) and tramadol hydrochloride (tramadole). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse),"), mood altered ("hormonal changes : moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), back pain ("back pain"), arthralgia ("hip pain"), vulvovaginal pain ("vaginal area pain"), tooth fracture ("tooth break"), gingival bleeding ("gums bleed") and oral pain ("mouth aches"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, arthralgia, dyspareunia, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia, vulvovaginal pain, tooth fracture, gingival bleeding and oral pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, gingival bleeding, menorrhagia, mood altered, oral pain, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage, and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: gross description: the right tan-red smooth fimbriated fallopian tube is 8.2 cm length by 0.6 cm diameter. Gray metallic coiling is identified within the lumen at the proximal end. No discrete paratubal cysts identified. The left tan-red smooth fimbriated fallopian tube is 9.0 cm length by 0.7 cm diameter. Gray metallic coiling is identified within the lumen of the proximal end. A 2.5 x 2.5 x 2.2 cm tan-red translucent paratubal cyst filled with clear watery fluid is identified.. Ultrasound pelvis - on (B)(6) 2016: ultrasound of the female pelvis showed, normal echogenic structure that probably cervix measuring 6 x 6 x 7 mm with no shadowing, difficult to assess stability without prior films for comparison. Free fluid in the pelvis as described above. Remainder of the pelvic ultrasound within normal limits. The following information was received from social media tooth break, gums bleed, mouth aches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- tooth break, gums bleed, mouth aches. Reporter information were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pelvic pain / pain (chonic pelvic pain)') in an adult female patient who had essure (batch no. C26967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 and obesity. Concurrent conditions included sciatica, dysgeusia, pelvic fluid collection, headache, radicular pain, arthralgia, dizziness and nausea. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as hydrocodone bitartrate;paracetamol (vicodin) and tramadol hydrochloride (tramadole). On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse),"), mood altered ("hormonal changes : moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), back pain ("back pain"), arthralgia ("hip pain"), vulvovaginal pain ("vaginal area pain"), tooth fracture ("tooth break"), gingival bleeding ("gums bleed") and oral pain ("mouth aches"). The patient was treated with surgery (surgery to remove essure on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, arthralgia, dyspareunia, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia, vulvovaginal pain, tooth fracture, gingival bleeding and oral pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, gingival bleeding, menorrhagia, mood altered, oral pain, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2016: gross description: the right tan-red smooth fimbriated fallopian tube is 8.2 cm length by 0.6 cm diameter. Gray metallic coiling is identified within the lumen at the proximal end. No discrete paratubal cysts identified. The left tan-red smooth fimbriated fallopian tube is 9.0 cm length by 0.7 cm diameter. Gray metallic coiling is identified within the lumen of the proximal end. A 2.5 x 2.5 x 2.2 cm tan-red translucent paratubal cyst filled with clear watery fluid is identified.. Ultrasound pelvis - on (B)(6)2016: ultrasound of the female pelvis showed, normal echogenic structure that probably cervix measuring 6 x 6 x 7 mm with no shadowing, difficult to assess stability without prior films for comparison. Free fluid in the pelvis as described above. Remainder of the pelvic ultrasound within normal limits. The following information was received from social media tooth break, gums bleed, mouth aches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.